Event description:
It was reported that the pump shut off unexpectedly. It was reported that the customer experienced an elevated blood glucose (bg) level of 512 mg/dl. A correction bolus was delivered to address bg. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.